Manufacturer narrative:
Section b3: event date is estimated. The event of inoperable ipg was reported to abbott. The device was not put into surgery mode. The ipg was explanted and replaced. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient ipg was no longer operable following an unrelated procedure wherein the ipg was not place into surgery mode. Surgical intervention was undertaken on 29mar2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.